Event description:
Was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that, on (B)(6) 2008, the patient underwent repair of anterior vaginal wall defect due to mesh erosion/extrusion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a vaginal hysterectomy. On (B)(6) 2009, a mesh removal and cystoscopy were performed due to erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.